Event description:
It was reported that a patient's aveir dr system was unable to be interrogated. The saturation score and noise became elevated. No changes or interventions were reported. The patient condition was not known.